Event description:
A customer contacted beckman coulter inc. (Bci) regarding total t4 (tt4) results generated by the access 2 immunoassay system for one patient that was discordant to an alternate method. The patient's tt4 results in the previous week were 18.68ug/dl and 18.45ug/dl. These results were not questioned or repeated at that time. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, there was no sample left for further testing. The customer is not questioning any other result or assay at this time. No clear root cause could be determined for this event.